Event description:
As reported, during inflation testing with liquid of this fogarty fortis arterial embolectomy catheter, the balloon did not inflate completely and a leakage was noticed. There was no allegation of patient injury. The device was available for evaluation. The catheter was received for evaluation, and the balloon latex appeared deteriorated with multiple cracks and the edges at the tears did not appear to match. Patient demographic data unable to be obtained.

Manufacturer narrative:
The fogarty fortis arterial embolectomy catheter was received by our product evaluation laboratory for a full examination. The balloon latex appeared deteriorated. Multiple cracks and tears were evident on the balloon latex. A leakage was observed through the tears on the balloon. Both balloon windings were intact. Balloon latex was released from the proximal winding to check the balloon edges at the tears. The edges did not appear to match at the tears. Per internal specification, latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon". No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue has been implemented. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.